Manufacturer narrative:
Visual examination of the returned used device found the coating (insultation) burned at the ablator head. The ceramic tip appears intact. The electrode appears to have been used based on the condition of the active electrode showing signs of activation. Excessive twisting forces may have attributed to the failure of the insulation inside a cannula or incidental hitting of another hard object. The manufacturing documents of the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all the specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 19 complainst, regarding 19 devices for this device family and failure mode. During the same time frame 74,321 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .0003 per the instructions for use, the user is advised the following; * lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. * use ablators only within prescribed generator settings. * use the lowest power setting and the minimum tissue contact time necessary to achieve the appropriate surgical effect. * high power generator settings, and prolonged use may result in damage to the insulation, melting of the electrode tip or increased risk for patient burns. * when not in use, place the device in a safe and highly visible area not in contact with the patient. * inadvertent activation while in contact with the patient may result in burns.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the ia-2379, ablator ligthwave ended up burning itself, opening a crack in the side. The coagulation was 50 watts(coag) and the ablation was 50 watts(cut). Additional information was received. The device was always in the surgeon's field of view. The surgeon recognized the issue in the middle of surgery. There is no reported patient injury or surgical delay. The procedure was completed by using another ligthwave ablator. This report is being raised based on device malfunction with potential for injury upon reoccurrence.